Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. The byte aligners are not working as they should for the patient. Patient is still biting edge to edge on # 10, 22 and 23. The patient has abfraction from their bite on # 4, 5, 6, 11, 12, 13, 20, 21, 28 and 29. Their dentist is recommending invisalign.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.